Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular output was varying at 500 ohms and 10 ma (milliamps). The caller tested the epg multiple times, with the similar results. The status of the epg is unknown. There was no patient involvement.